Event description:
It was reported that a sensor was attached to a patient¿s finger for over 8 hours and remained in place for a few days. During use, the patient¿s finger was reported to have a moisture-related skin injury, including a burn, blistering, and the top layer of the skin was peeling off. The instructions for use, including warnings/precautions and the recommendation to check the sensor after so many hours to assess skin integrity, were reviewed and communicated. The patient was discharge so the status of healing process was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.